Manufacturer narrative:
The investigation could not determine a specific root cause. A possible cause was a too short sample centrifugation time of three minutes.

Manufacturer narrative:
Additional information was received from the customer indicating the issue was with the troponin I assay not the troponin t assay as previously reported. The troponin I reagent lot number was not provided.

Event description:
The customer received questionable troponin t results for three patient samples. Of the data provided, only the results for two patient samples were discrepant. Patient sample (B)(6) initial result was 1.72 ug/l. The tech checked the result for the patient from the previous day which was 5.31 ug/l. The tech decided to rerun the sample and the results were 2.78 ug/l, 3.64 ug/l, 1.77 ug/l, 3.68 ug/l and 2.95 ug/l. The result of 2.95 ug/l was considered to be correct and reported out. Patient sample (B)(6) initial result was 1.66 ug/l and the repeat result was 0.934 ug/l. None of the erroneous results were reported outside the laboratory. The patients were not adversely affected. The troponin t reagent lot number and expiration date were not provided. The field service representative determined there was an issue with the patient sample. He observed the operation of instrument while running and did not see anything abnormal in the operation. He ran controls for assays on same channel as troponin t and ran the patient in question eight times. The results were in a range of 1.47 to 1.54 ng/ml on patient in question. The customer ran controls with results within their specified range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.